Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows a lead integrity alert on (B)(6) 2011. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. There were five ventricular non-sustained tachycardia episodes less than or equal to 200 ms between (B)(6) 2011 and (B)(6) 2011. Ventricular short interval count (v-sic) equals 22.0 counts avg/day, in 25.47 days, between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came into the clinic after the lead integrity alert triggered. The patient's ventricular lead was found to have oversensing events and noise due to a suspected fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead could not be removed due to stenosis. The lead was capped.